Manufacturer narrative:
Patient provided device information as natrelle tsx470. The events of capsular contracture and lymphoma - alcl- suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and lymphoma - alcl- suspected.

Event description:
Patient reported "hard, cold, and a lot of pain described as fulminating" "capsular contracture baker grade IV " and "a lump, which is suspected of a large cell anaplastic lymphoma." This is for the left side. Device remains implanted.